Event description:
Left knee swollen {joint swelling]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from an office manager via a sales representative regarding (B)(6) male pt, initial (B)(6). The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc-one (hylan gf-20) injection in both knees (route of administration and dosage regimen not provided). On (B)(6) 2013, the pt's left knee was very swollen with no fever. On (B)(6) 2013, the pt applied ice 02 or 03 times and received treatment with ibuprofen. On (B)(6) 2013, the pt started treatment with duexis. On (B)(6) 2013, the pt felt better however the left knee was still swollen, so arthrocentesis was performed and 16 cc of fluid was drained and was sent out for analysis. The pt also received treatment with 40 mg per cc of depo-medrol (methylprednisolone acetate) injection at a dose of 01 cc for the events of left knee swelling and left knee effusion. The action taken with synvisc-one treatment was not provided. The outcome for both the events was not provided. The intensity for both the events was not provided. Concomitant medications were not provided. The causal relationship between synvisc one and both the event was not provided by the reporter.

Manufacturer narrative:
The quality assurance (qa) investigation summary was received on (B)(4) 2013. Evaluation summary: the production and quality control documentation for lot number q1205, with expiration date (03/2015) was reviewed. The investigation showed that the produce met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.